Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video of the camera head was flickering during service maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure video is flickering was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image only noise, faulty cable unit, image is cropped due to coupler ar-t10e a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image only noise due to faulty cable unit, the most probable cause of the malfunction image is cropped due to coupler ar-t10e was due to component failure. Based on the results of the investigation, and since the device malfunction video is flickering was not reproduced during evaluation, the probable cause of the malfunction is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.